Manufacturer narrative:
Patient code: no code available for intervention/adverse event (3191). Device code: material separation (1562) is labeled. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A flexor raabe guiding sheath was used in a superficial femoral artery procedure with contralateral access. It was noted that the patient had previously had a by-pass surgery. This previous surgery left severe fibrous tissue and scar tissue which caused quite a bit of friction. It was initially reported that the hub broke when pulling back on the sheath causing the coil to break off inside of the artery. The physician put in a dilator in attempt to pull the sheath out but this caused the sheath to push farther into the vessel. The physician then gained access from the other side using an 8fr snare and was able to snare the tip of the sheath with an in-snare and was able to pull back to the other side. The sheath was then pulled out with a snare. There was nothing left inside of the patient. The physician stopped the procedure and will reschedule. As the device was returned to the manufacturer, and the investigation began on the complaint, it was confirmed that the shaft of the sheath had separated in multiple locations, but the hub remained intact. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is being resubmitted as the initial report that was submitted on 02 nov 2017 was inadvertently submitted as a follow up report. No additional information was provided or further investigation was conducted. (B)(4).

Event description:
A flexor raabe guiding sheath was used in a superficial femoral artery procedure with contralateral access. It was noted that the patient had previously had a by-pass surgery. This previous surgery left severe fibrous tissue and scar tissue which caused quite a bit of friction. It was initially reported that the hub broke when pulling back on the sheath causing the coil to break off inside of the artery. The physician put in a dilator in attempt to pull the sheath out but this caused the sheath to push farther into the vessel. The physician then gained access from the other side using an 8fr snare and was able to snare the tip of the sheath with an in-snare and was able to pull back to the other side. The sheath was then pulled out with a snare. There was nothing left inside of the patient. The physician stopped the procedure and will reschedule. As the device was returned to the manufacturer, and the investigation began on the complaint, it was confirmed that the shaft of the sheath had separated in multiple locations, but the hub remained intact. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.